Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported issues with the insulin pump. Customers mother states that her sons blood glucose was 46 mg/dl. Assisted customer and walked them through the process. Nothing further reported.